Event description:
During shift check, the customer reported the autopulse platform(sn (B)(4) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message. A new lifeband was installed for recheck with a test mannikin and the platform displayed user advisory (ua) 16 (timeout moving to take-up position) error message before shutting off. The board was retested with the test mannikin but shut off immediately. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform(sn (B)(4) displayed a user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message and displayed user advisory (ua) 16 (timeout moving to take-up position) error message before shutting off was confirmed during archive data review and functional testing. The cabled drivetrain was replaced to remedy the (ua) 16 error. The driveshaft was rotated to "home" position to remedy the (ua) 45 error. During visual inspection, a cracked bottom enclosure was observed on the autopulse platform. The observed physical damages were unrelated to the reported complaint, and appeared to be the characteristic of user mishandling. The bottom enclosure was replaced to address the issue. Based on archive data review,(ua) 45 and (ua) 16 error messages were found on event date. Thus, confirming the reported complaint. Unrelated to the complaint, archive also shows multiple (ua) 28 (clutch malfunction), and (ua) 18 (max take-up revolutions exceeded) errors. Functional testing failed due to the (ua) 45 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The shaft was rotated to the home position to remedy the (ua) 45 fault. (Ua) 16 occurred when the start button was pushed. The brake gap was unable to be adjusted to the specification due to corrosion. The cabled drivetrain was replaced to remedy the (ua) 16. (Ua) 02 error occurred within two minutes of the run-in testing. Load cell module was replaced to remedy the (ua) 02 and (ua) 18 faults. Upon further testing, unrelated to the reported complaint, a defective shaft lock plunger was found, most likely caused by wear and tear. To remedy the problem, the lock shaft plunger was replaced. After service and replacement of parts, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for autopulse platform with sn (B)(4) for (ua) 45. Ccr 23696, reported date on (B)(6) 2016, and ccr 61302, reported date on (B)(6) 2021, the driveshaft was rotated to "home" position to remedy the (ua) 45 error.